Event description:
It was reported that the pt was having difficulty walking. The treating physician determined that his shunt was not functioning correctly, and therefore, needed to be revised. The pt tolerated the procedure well.